Manufacturer narrative:
Correction to b5: it was reported that a homechoice cassette leaked from an unspecified location (previously reported as transfer set). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked from an unspecified location. This occurred during filling of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.